Manufacturer narrative:
The field service engineer dispatched to the customer site replaced a malfunctioning power supply in the user interface console. The cf (customer feedback) investigator identified the source of the burning smell reported by the customer as an open fuse on the power supply printed circuit board. An unknown electrical fault caused the fuse to burn/open as designed and the console to unexpectedly power down. (B)(4).

Event description:
On (B)(6) 2015 the customer contacted beckman coulter technical support and reported that after an audible popping sound, the ui(user interface) pc console for the customer's unicel dxi800 immunoassay system (serial number (B)(4)) had unexpectedly powered down and the customer had detected a burning smell. A beckman coulter field service engineer was dispatched to evaluate the analyzer.